Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The reported issue was not duplicated during functional testing; however, the device had a recurring "air in line" alarm during testing. The air detector was replaced. The latch/lock optic flex sensor was replaced as a preventive measure. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming ?cassette unlock lock cassette", when it was locked on the cassette.